Event description:
The instrument did not place properly formed staples on the gastric pouch. The surgeon then decided to resect the tissue containing the malformed staples to complete the anastomosis and the case without further incident. Procedure: laparoscopic gastric bypass. Pt status: no pt injury reported.